Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a plum set was found to have generated a leak during patient use. The reporter stated "leakage on filter vent". Quantity is one and is available for return. A sample picture of a set where the spike chamber was filled with fluids is provided. The senior quality assurance (qa) associate also mentioned that no further information is available for this complaint. There was no patient harm reported.

Manufacturer narrative:
D9 - date returned to mfg: 1/8/2025. A picture was returned showing the filter vent, however the picture resolution was not high enough to be able to see a leak. Additionally received one used list# 14687-15 primary plum set attached to a spike bag with purple lock. As received no damage or anomalies were observed. The set was leak tested per specifications. A leak was observed to be coming from multiple locations on the filter vent. The complaint of filter vent leakage can be confirmed. The probable cause is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.